Manufacturer narrative:
Additional information was received that the test was conducted in the ICU department. The patient was not adversely affected.

Manufacturer narrative:
The customer's meter was sent for investigation and testing was performed with relevant retention material. The results fulfilled the requirements and the system was found to be working according to the specifications. A specific root cause could not be identified. An interference in the sample could not be excluded.

Event description:
The customer received a questionable roche cardiac, troponin t quantitative result from cobas h232 meter serial number (B)(4). The cobas h232 is not sold in the united states. The patient was admitted to the hospital with chest pain symptoms for three days and the troponin t result was > 2000ng/l. The patient had "no lesion with coronary angiography". The patient was sent to the "cath lab hospital" and the troponin t result from a cobas 6000 analyzer eight hours later was negative. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Testing was performed on relevant retention material and the results fulfilled the requirements.